Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient presented with pain in the knee requiring revision to a total knee replacement.

Manufacturer narrative:
No products, x-ray images or patient demographics were returned and so the complaint was transferred to investigation on (B)(6) 2011. A review of the manufacturing records was conducted on lots 3077489 and 2543185b with the result that no anomalies were found. Review of etq complaints database for product lots 3077489 and 2543185b identified no previous complaints. As there were no products returned, no further investigation could take place. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.